Manufacturer narrative:
Insulin pump received with blank display, due to corroded electronic assembly. Unable to verify low battery alarm, due to blank display. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that the battery is not lasting; she changed it and 30 minutes later received a low battery alarm. Customer stated she moved the battery cap and is showed full battery but a while later it alarmed weak battery again and the display got blank. Customer stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer inserted a new battery and the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 299 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.